Event description:
It was reported that during an open splenectomy procedure, on the first firing the device was placed on the vessel and fired. There was severe bleeding. The area was over sewed to control the bleeding. A second firing of the device worked fine. There was no patient impact. (B)(4)

Manufacturer narrative:
(B)(4): articulation link; closure trigger top the analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload on the device. The device was tested for functionality with a test cartridge reload and it fired, and formed all the staples as intended. However, the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.